Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy due to the right ventricular (rv) lead oversensing t-waves. The rv lead remains in use, however, the ICD was replaced to accommodate the correct therapy. No further patient complications have been reported as a result of this event.